Event description:
Procedure: prostatectomy. According to the rptr: when firing across the dorsal vein complex, the handle was squeezed closed. Then squeezed the handle one time. Upon squeezing a second time, the cartridge popped open and staples did not form properly. The I-beam mechanism disengaged and was removed from the pt. Unformed staples fell into the cavity and most were retrieved. Another device was opened to continue the case. The case took 8 hrs. The reload was difficult to clamp on tissue, but the surgeon was able to clamp and fire.

Manufacturer narrative:
Tracking number (B)(4) . Initial report sent to FDA on (B)(4) 2010.